Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the 4.75mm healix advance knotless br anchor device did not get off the guide at placement. During in-house engineering evaluation, it was determined that the anchor tip was bent as a result of axial misalignment. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device was received and evaluated. Upon visual inspection, it could be observed that the anchor is stuck inside the inserter tip. The threads are damaged due to the manipulation. The anchor tip is bent as a result of axial misalignment. The anchor was removed, the inserter tip has no structural anomalies that can interfere with the correct sliding motion of the anchor. A manufacturing record evaluation was performed for the finished device 8l87283 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the stuck anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the tip of the device while it was inserted, as a result of this, the anchor become bent and therefore was difficult to be removed from the inserter tip. As per IFU; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.